Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. There is insufficient procedure and product information provided; therefore, an instrument log review of the product related to the complaint cannot be performed at this time. The following information is unknown: the lot # of the force bipolar instrument involved with the reported event, and the name of the procedure and surgeon.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the peritoneum became caught in the wrist of the force bipolar instrument below the pulley wires. The incident occurred while the surgeon was dissecting the peritoneal pocket for mesh insertion. The entrapped tissue was released using scissors, resulting in minimal bleeding that was controlled with cautery. The cause of the bleeding is unknown. In additional, the estimated blood loss volume of the complication is unknown. The procedure was completed robotically without any reported injury. No post-operative complications were reported.